Event description:
Wrong test strips; I received the bottle of test strips -contour next product code 7313, lot: dw8bpec51d , but the strips didn't work with the meter. The bottle contained contour strips, therefore that was the issue for the meter not working.